Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6 )2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) due to priming while attached. The reporter stated the patient¿s bg dropped below 100mg/dl, emergency medical services was contacted, and the patient was admitted to the hospital. The reporter stated that the patient did not disconnect from the pump while priming, and received additional unintended insulin. Additional information was not provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical intervention associated with use error of the pump.